Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint because sensor pod was missing. The complaint of a detached sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Device investigation was completed subsequent to initial MDR. Investigation was completed (B)(6) 2021. The device was received 12/20/2021.

Manufacturer narrative:
(B)(4).